Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the thermal decomposition: although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Based on the results of the investigation, and although olympus could not specify the root cause of the insertion tube peeling, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [product] exhibiting the distal end was burnt and the insertion tube had deteriorated coating. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end was burnt and the insertion tube had deteriorated coating. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Corrected field: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.